Event description:
Note: this MFR report pertains to the first of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2013-01904 for a description of the other device. It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced pain during urination, dyspareunia, and localized pelvic pain. The patient also experienced disfigurement and recurrence of the original diagnosis. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.